Event description:
It was reported that the device shut off, now will not turn on, and there is corrosion on the bottom of the battery that the nurse put in. The event occurred during start up, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Confirmed customer complaint of device having corrosion in the battery compartment. Functional testing revealed a damaged downstream occlusion (dso) seal. The battery compartment and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.